Event description:
Upon a regular pacemaker follow-up performed on (B)(6) 2016, atrial lead impedance displayed on the programmer screen was over 3000 ohm (bipolar pacing configuration), whereas it was around 300-400 ohm at the previous follow-up performed in (B)(6) 2016. Atrial lead impedance trend curve recorded in the device memory showed a sudden increase at the beginning of (B)(6) 2016. Atrial lead impedance was measured again but in unipolar pacing configuration, and the impedance measured was normal (336 ohm). Sensing function and pacing thresholds were also found normal in unipolar, and abnormal in bipolar configuration. Therefore, atrial pacing and sensing polarities were programmed to unipolar configuration. Next follow-up was scheduled in three months. Both leads were non-sorin leads implanted on (B)(6) 1999.

Event description:
Upon a regular pacemaker follow-up performed on (B)(6) 2016, atrial lead impedance displayed on the programmer screen was over 3000 ohm (bipolar pacing configuration), whereas it was around 300-400 ohm at the previous follow-up performed in (B)(6) 2016. Atrial lead impedance trend curve recorded in the device memory showed a sudden increase at the beginning of (B)(6) 2016. Atrial lead impedance was measured again but in unipolar pacing configuration, and the impedance measured was normal (336 ohm). Sensing function and pacing thresholds were also found normal in unipolar, and abnormal in bipolar configuration. Therefore, atrial pacing and sensing polarities were programmed to unipolar configuration. Next follow-up was scheduled in three months. Both leads were non-sorin leads - implanted on (B)(6) 1999. Please investigate possible causes of the issues on atrial channel.